Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, the mentor failure analysis lab received the device for evaluation. On may 4, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, and extending to the posterior view, measuring approximately 8.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-6550759). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).